Event description:
The customer reported that the multigas unit was reading gases only intermittently.

Manufacturer narrative:
The customer reported that the unit read gases only intermittently. The unit was sent in for repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.